Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the event was resolved on (B)(6) 2014. There were no further patient complications reported in relation to this event.

Event description:
Additional information received indicated that the event is resolved as of (B)(6) 2014. No further patient complications have been reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate pc anterior graft the patient presented with moderate "impaired bladder-emptying postvoidal residual." The patient experienced "urgency, frequency, mictionation of small amounts." Surgery ("vaginal reconstruction, fascial tissue repair of anterior vaginal wall, tightening of mesh) was performed on (B)(6) 2014 and the event is considered continuing (not resolved) as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.